Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/9/2016. It was reported that patient underwent mesh revision/removal, urethrolysis, kelly plication and cystoscopy on (B)(6) 2014 due to vaginal pain, dyspareunia, urinary obstructive symptoms, urge incontinence and frequency. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2011 along with lvh, bso, anterior and posterior repair mesh and cystoscopy due to menopausal state, symptomatic pelvic relax, cystocele, rectocele and sui atrophic vulvavaginitis. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No additional information was provided.